Event description:
On (B)(6) 2026, a patient underwent a breast marker procedure by using ultracor twirl breast tissue marker. It was reported that post procedure mammographic imaging showed that the marker was allegedly fragmented. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One CT image was provided and reviewed. This image demonstrates a mass within the right breast. The mass contains a post biopsy breast tissue marker. As reported in the complaint, the marker does not demonstrate the expected shape (of a ring or curls). Though the marker is broken, it is in its expected location within the mass, and the pieces are immediately adjacent to one another. Though rare, the ring structure can break, resulting in the marker no longer having its expected shaped appearance (ring or curls). If the biopsy results are malignant, the marker is still visible by both mammogram and ultrasound and can be targeted for wire localization if necessary. If the biopsy results are benign and the mass is not surgically removed, the marker can remain in the patient indefinitely, regardless of its shape. Based on the image review, the reported event can be confirmed. Therefore, the investigation is confirmed for the reported break as marker was noted to be broken based on the image review. A definitive root cause for the reported break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a breast marker procedure by using ultracor twirl breast tissue marker. It was reported that post procedure mammographic imaging showed that the marker was allegedly fragmented. There was no reported patient injury.